Event description:
Pump no longer gives audible tones. A self test was run on the pump. It was indicated that the test was ok, but the pump did not beep during the tone test. The customer was advised that a replacement pump will be sent.